Manufacturer narrative:
(B)(4). Evaluation: the sample evaluation did not confirm the reported condition; the device performed as expected a root cause could not be determined at this time. A batch review was performed which found no nonconformances. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor device had overinfused during patient use while the patient was in the hospital. There was patient involvement but no report of patient injury or medical intervention. No additional information is available.